Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that prior to implant, patient has been on impella 5.5 ant p-8 at 4.5 liters per minute (lpm) and inotropic support. Prior to implant, moderate to severe right ventricular (rv) dysfunction led to a 50 percent chance of the patient requiring temporary right ventricular assist device (rvad) support post left ventricular assist device (lvad) insertion. During implant of heartmate 3 (hm3), concerns of vasoplegia and significant bleeding occurred while on bypass, and the decision was made to place an impella rp flex for temporary rvad support. The lvad was fully implanted prior to the temporary rvad implant procedure and on at 400 rotations per minute (rpm) and 0.0 lpm while on full bypass flows, which was done in or with aid of fluoroscopy and interventional cardiology. The right sided device was inserted into position via right femoral access. The surgeon slowly transitioned from bypass support to rpflex/hm3 supports. The patient was eventually transitioned off bypass whil the hm3 set to 5100 rpm, 4.3 lpm, 3.8 watts and pi 3.4. Post bypass mean arterial pressure (map) ranged from 57-90 with some variance in hm3 flows from 3.8 lpm to 4.7 lpm. Multiple blood products were given, and the patient received a full dose of protamine. Inotropic and pressor supports increased while factor vii, k centra and additional blood products given. Chest wires had been placed, but the patient continued to clinically decline, and their chest was reopened. The decision was then made to explant the rp flex and place the patient on venoarterial extracorporeal membrane oxygenation (ECMO) (cardiohelp system) with the hm3 still flowing as a vent. A discussion was made with the team of the need to engage the extended silence alarm while the patient received the majority of cardiac support from ECMO system. The patient was transferred to intensive care unit in critical condition. The hm3 speed was 5100 rpm and 1.3l lpm flows per perfusion.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Additionally, the reported low flows could not be confirmed as no log file data from the reported event date was submitted for review. A heartmate 3 log report dated (B)(6) 2025 was later submitted; however, this log report did not contain data from the reported event date of 17jun2025. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev d, and the heartmate 3 lvas patient handbook, rev a, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including bleeding. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 4 of the IFU, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.